Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023, based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f16 captures the reportable event of surgical intervention. Block h11: the healthcare facility information: (B)(6).

Event description:
It was reported to boston scientific that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on an unknown date. The stent was implanted for approximately one month. During an emergent follow up, the stent had migrated distally into the rectum and caused a perforation. An unplanned stent removal was performed, and the perforated rectum was closed laparoscopically. The stent was successfully removed from the patient. The patient's condition at the conclusion of the procedure was reported to be fully recovered.